Manufacturer narrative:
Common name: mpb catheter, hemodialysis, non-implanted. Product code: mpb. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the proximal hub on the limb of the cook turbo-flo hd hemodialysis catheter broke off during the procedure. The complaint device was exchanged with another manufacturer's device that was placed successfully. There were no reported serious injuries to the patient as a result of the product problem.